Event description:
Medtronic received a report the tracheostomy tube had a cuff leak. Medtronic is requesting additional information regarding the circumstances of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.